Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation and determined the system required a computer hardware upgrade. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional information was provided.